Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) "battery is going dead"; there is a "flaw in the machine somewhere." It was also reported by the patient that the left ventricular lead was "put in wrong" and "is not working." The patient was informed by the doctor that both will be replaced. No patient complications have been reported as a result of this event.